Event description:
The customer alleged an erroneous thyroid-stimulating hormone (tsh) result, within the normal reference interval, for one patient involving access 2 immunoassay system. Subsequent testing produced results above the normal reference interval, including from an alternate methodology. The erroneous result was released out of the laboratory. There was no report of patient injury. There has been no report of change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer was unable to provide supporting data but, since the event, they have instituted a new sample mixing and centrifugation protocol. The customer stated the results were normal and no further issues. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.